Event description:
The vigilance rep of the hosp (B)(6), reported that the device was explanted from the pt due to a post arthrodesis deformity of the rod. The pt underwent a surgical procedure of arthrodesis due to spondylo/disc-arthritis l - s.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering eval.